Manufacturer narrative:
Date of event: unk. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had unexpected post-op refraction after implant of a zxt150 multifocal iols (intraocular lens). As a result, the patient was not happy with his results. The doctor believed that iol had flipped his astigmatism causing the patient to have residual astigmatism. The lens was explanted and replaced with a zct300 21.5 lens. An incision enlargement along with a suture were used during lens replacement. There was no patient post-op injury. No additional information provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 10/03/2018. Device returned to manufacturer ¿ yes. Device evaluation: visual inspection with the unaided eye shows that the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing record review: the manufacturing purchase order was evaluated. The product was manufactured according to specification. Historical data analysis: a search of complaints related to production order (po) was performed. The search revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Conclusion: based on the manufacturing records review, historical complaint review and non-conformance/CAPA review there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.